Event description:
Consumer alleges she was in an accident with a car and the frame bent.

Manufacturer narrative:
(B)(4). No malfunction alleged. The end user stated she was in an accident while driving her chair across an intersection. The end user stated the person operating the vehicle hit her and ran off. She stated she uses the chair indoor as well as out. The end user stated 911 was called but the police didn't file and accident report, they filed an incident report. She went to the doctor a few days later.